Event description:
A customer reported that their AED will not speak. They reported that this did not occur during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the AED age and the reported problem, the customer was advised to remove the AED from service.